Event description:
Customer reported the alarm has power yet when pressure is released from the sensor there is no sound. Batteries have been replaced with a new supply. No visible damage to the outside of the alarm. The customer did not provide the date when this was discovered. There was no pt incident or injury reported.

Manufacturer narrative:
Results - eval of the product did not confirm the reported issue; the alarm did not power on when using new batteries. Unit powers up when using an external power supply or when using the 9v adapter and passes all functional tests. There is battery acid leakage and corrosion on a flat battery contact and on the battery springs. Note: the instructions for use has a warning statement on battery leakage. If there is any evidence of battery leakage, remove the alarm from use and notify the appropriate facility authority. The alarm should be disposed of according to your facility disposal requirements. Do not use the alarm and do not attempt to clean it if there are any signs of battery leakage such as corrosion, rust or white powder residue. (B)(4).